Event description:
The manufacturer received information alleging the patient has the following symptoms: dizzy, headaches, coughing even in the middle of the night, nausea, not sleeping well even with his machine, the patient has been suffering for a while and the doctors have been trying to find out what is wrong, he is sleepy in the day and takes a nap in the afternoon and particles in airway from device, particles in tubing/chamber to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information dizzy, headaches, coughing even in the middle of the night, nausea, not sleeping well even with his machine, the patient has been suffering for a while and the doctors have been trying to find out what is wrong, he is sleepy in the day and takes a nap in the afternoon and particles in airway from device, particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The manufacturer previously not captured operator of the device-section d5 and it has been updated in this report.